Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples for investigation. The five (5) customer samples were evaluated for visual presence with acceptable results. From the five (5) samples tested, one (1) sample was found below the specification limits when tested for additive quantity. Fifty (50) retention samples were visually evaluated with acceptable results for additive presence and samples representing each solution dispense position were tested with acceptable results via titration for additive quantity. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Per DHR review, there was one dispense station intervention reported during the assembly run which was successfully addressed and all quality inspections complied with aql requirements therefore the frequency of the reported condition can be considered a transient low-level issue. This complaint has been confirmed for clotting based on the testing of the returned samples. Retention sample testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. Awareness of the complaint was provided to manufacturing on 27nov23. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1. Returned to manufacturer on: 20-nov-2023.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) clotted soon after collection. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that fresh blood draws placed in these tubes are clotting soon after.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® tubes with k2e (k2edta) clotted soon after collection. This event occurred 2 times. Patient 1 of 2. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that fresh blood draws placed in these tubes are clotting soon after.